Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error message on provision portal failed. A technical support specialist dialed into the station and medication application was launching and found no error message provision portal failed and tried to login to the station and there was no issue at the station version 1.8. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had failed error message on provision portal, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.